Event description:
Burned [thermal burn]. Skin coming off [skin exfoliation]. Skin is boiled, multiple boils [furuncle]. Case description: this is a spontaneous report from a non-clinical study program thermacare (B)(4). A contactable consumer reported a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported she followed the directions, she was burned, had a deep burn and skin coming off, her skin was boiled and multiple boils on (B)(6) 2015. The action taken of the product was unknown. The outcome of the events was unknown. No follow up attempts possible. No further information expected.